Event description:
It was reported that a customer experienced no flow or an "extremely restricted flow" in a one-link IV connector. This occurred during priming. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device evaluation was completed to investigate the reported event. Microscopic inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing that simulated use was performed, passing successfully with no issues noted. Therefore, the reported condition could not be verified through evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.